Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with cefazolin (2 g, intraperitoneal, daily, for two weeks) for peritonitis. At the time of this report, the patient was recovered from the event. The action taken with dianeal and extraneal therapy was not reported. No additional information is available.